Event description:
The customer reported that while the unit was in use on a patient, the unit failed to auto fill and displayed a "maintainence required, code #1" message. The patient was switched to another unit and therapy was continued. No patient injury was reported.